Event description:
Additional information was received that the pptwo continued following reprogramming. Technical support was contacted for additional programming recommendations. No additional intervention has been performed at this time. The patient was in stable condition.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) and fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.